Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed through the patient file review and was able to be reproduced during investigation testing. Investigation testing indicated that the left and right vacuum blowers did not maintain the vacuum set point in a certain voltage range. The root cause was determined to be a malfunction of the vacuum blowers as they were unable to maintain the specified set point. Syncardia has a corrective and preventive action (CAPA) to address the issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a back-up driver. There was no reported adverse patient impact..